Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during introduction of the device into the mid choledochus, force was applied in attempt to advance the device through the stenosis. However, the stent began to deploy prematurely. The physician attempted to retract the stent when it was felt that the inner sheath was breaking. Since the stent could not be retracted, the deployment of the stent was continued even though it was too low in the biliary tract. The distal tip of the stent would not release as it appeared to be sticking to the catheter. The catheter was pulled back and the stent was pulled out as well. Another stent placement was planned; however, at the time of this report, it was not known if another procedure had occurred. The patient's condition at the conclusion of the procedure was reported was satisfactory. Additional information received confirmed that the product was expired at the time of use. However, the complainant was not aware the device has exceeded its expiration date.

Manufacturer narrative:
Device past expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cuase of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.